Event description:
Patient representative reported a "broke in the first months of 2024, leaving its contents leaking out." Device has been explanted and replaced an unknown brand. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.